Event description:
Boston scientific received information from that this right atrial (ra) lead had displayed out of range impedance measurements greater than 2000 ohms with a loss of capture. The lead was explanted and replaced with a non boston scientific lead. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coils were fractured. Detailed analysis of the fracture site determined the conductor coils were fractured due to cyclic fatigue.